Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. Pod download data revealed that it completed first and second priming sequences. The needle mechanism and drive mechanism components were closely inspected , but no issues were found that would cause a failure to deploy needle. The actual root cause of the reported needle mechanism failure could not be determined.lot # d4: changed from l44248 to l44843 exp date d4: changed 3/28/2020 to 11/20/2020 manufacturer date hd: changed 9/28/2018 to 5/20/2019 UDI changed line d4: changed (B)(4). To (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that a patient had a pod in which the the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Upon removal if the pod the cannula was not visible. The pod was not worn.